Event description:
It was reported that: "proximal rod doesn't slide anymore and needed replaced."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.